Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of anemia in a (B)(6) female patient who received super poligrip ultra fresh denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).